Event description:
It was reported that a patient sustained a blister on the left elbow after an mr exam of the hip joint. The blister was reportedly 2cm x 3cm in size. The hip exam consisted of 8 scans that lasted 30 minutes. The customer indicated that padding was not used during the exam because the patient was already covered in bed sheets. It was unknown whether or not there was bore or skin-to-skin contact during the exam due to the absence of padding. The operator initiated the exam, but reportedly did not monitor the patient; however, the patient was given an emergency buzzer. There was no alert received from the patient during the course of the exam. After the exam, the patient complained of warming sensation on both elbows. The operator immediately applied cold towels to the reddened area of the elbow until the patient was returned to the ward. While at the ward, a nurse continued applying cold towel compress for 1 to 2 hours. A few days later, the patient developed the blister. No further medical treatment has been reported.

Manufacturer narrative:
The pulse sequence and corresponding duration were the following: 3-plane (22 sec), calibration (12 sec), fseir (3:42 min), fse (3:11 min), frfse-xl (2:51 min), fse (3:15 min) and frfse-xl (2:51 min). Ge healthcare's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. Evaluation of the use-case of the event indicated that proper padding was not used during the exam. The mr system's operator manual provides the user a warning that rf burn could occur if proper padding and patient positioning were not used during the exam.